Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted.

Event description:
On an unknown date, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient underwent the explant procedure due to endotension. No further adverse events have been reported.

Manufacturer narrative:
According to the gore excluder® bifurcated endoprosthesis instructions for use, aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore® excluder® bifurcated endoprosthesis.